Manufacturer narrative:
Initially it was reported that during an atrial fibrillation (afib) ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter, a thrombus was found attached to the tip. The biosense webster, inc. Product analysis lab received the device for evaluation. Investigation summary: the device was inspected and reddish material was observed on the catheter tip. This could be related to the thrombus reported by the customer. However, during the second inspection, no residues were found. This could be related to the decontamination process. The catheter was connected to the stockert generator and the temperature and impedance were observed correctly. In addition, the catheter was irrigating correctly, no malfunctions were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed since residues of thrombus were observed on the catheter tip. However, the device was found working correctly. The root cause of the thombus could be related to the usage of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter, a thrombus was found attached to the tip. The catheter was replaced, and the issue was resolved. The procedure was completed without patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The thrombus was assessed as a reportable malfunction.

Manufacturer narrative:
A correction was noted on the 3500a initial on 1/16/2020 as the concomitant product was not included. Therefore, processed d11. Concomitant medical products and therapy dates. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device number 30283859m, and no internal actions related to the reported complaint was found during the review. Manufacturer's ref. No: (B)(4).